Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balance middleweight guide wire referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported resistance could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of similar incidents in the complaint-handling database indicated there are no similar incidents reported for this log. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, a non-abbott catheter became caught on the guide wire. The non-abbott catheter was exchanged with a promus stent delivery system which also became caught on the guide wire. The guide wire is thought to be a balance middleweight. The procedure was completed using a non-abbott stent delivery system. The guide wire was exchanged for an unspecified guide wire and a non-abbott stent was deployed to complete the procedure. There was no adverse patient effect and no significant clinical delay was reported. No additional information was provided.